Event description:
Same case as:2134265-2015-01071. It was reported that a guide wire fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for treatment. Platform testing was performed with the burr outside of the patient. When the physican stepped on the foot pedal, the speed increased to over 200,000 rpm. The speed was decreased to 155,000 rpm which took approximately 10 seconds to achieve. It was then observed that the wire was fractured. The procedure was not completed. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The visual inspection was performed and the device returned fractured in two sections; evidence of wear reduction was found on the wire indicating that burr remained in one location while rotating at high speeds. Moreover the proximal section is kinked and the spring tip on the distal section is kinked. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire and ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as:2134265-2015-01071. It was reported that a guide wire fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for treatment. Platform testing was performed with the burr outside of the patient. When the physician stepped on the foot pedal, the speed increased to over 200,000 rpm. The speed was decreased to 155,000 rpm which took approximately 10 seconds to achieve. It was then observed that the wire was fractured. The procedure was not completed. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).